Event description:
There was problem with the tube, they could not extubate/take it out. The cuff was stuck to the trachea. Even the cuff was deflated. The cuff had caused a hard "border" which made a resistance.

Manufacturer narrative:
It was reported that the pt has a normal anatomy and he is doing well. No complications were reported. Based on the available information, this issue is deemed a serious malfunction because the bronchoscope or suction catheter became 'stuck' in the endotracheal tube and possibly putting the pt at the risk of alveoli collapse and/or oxygen de-saturation. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date we became aware.